Event description:
Patient had a right knee tibial insert revision for pain and instability the surgeon stated.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding revision due to instability involving a triathlon ps insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed on the returned insert component. There is significant damage to the anterior face of the insert due to the explantation process. The bearing surface of the insert has damage near the anterior face, again, most likely damage caused during the explantation process. There is also pitting on the bearing surface with is consistent with in vivo use. -medical records received and evaluation: review of the medical information by a clinical consultant provided concluded: instability is a consequence of mismatch between patient anatomy and ligament space of the knee as reconstructed with the present devices. As such it is by definition an adverse mix of patient-related and procedure-related factors about which there is insufficient clinical information available to detail this any further. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: visual inspection of the returned device was performed. The device was consistent with a component that was in vivo use for over 3 years. Review of the medical information by a clinical consultant provided concluded: instability is a consequence of mismatch between patient anatomy and ligament space of the knee as reconstructed with the present devices. As such it is by definition an adverse mix of patient-related and procedure-related factors about which there is insufficient clinical information available to detail this any further. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a right knee tibial insert revision for pain and instability the surgeon stated.